Event description:
Baxter reported the following, " this case refers to a pt under peritoneal dialysis with uv-flash system. In 2004, when the uv-flash transfer set (lot h04g07063) was put in place in the uv-flash system in order to replace the dialysis bag, a disconnection occurred, without any traction applied on the line. As the transfer set was disconnected and in direct contact with air, it was neccessary to change the transfer set, and to administrate a prophylactic antiobiotherapy to the pt: 1g of cefazoline (during a 4 hours stasis period). No clinical consequences were reported.